Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with a radio frequency pic failed self-test error. The customer states the error message occurs every couple of days. The customer's blood glucose level was reported to be unknown. Troubleshooting was conducted, and the customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed noted during self test due to faulty electrical component on the radio frequency board. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and missing the end cap sticker.